Manufacturer narrative:
A philips service technician performed the initial evaluation, and reported that the phenomenon was not duplicated. It was noted that the event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred, and it was suspected that the failure was with the cpu board. The cpu board needs to be replaced.

Manufacturer narrative:
A philips service engineer (se) evaluated the device, and reported that the "check vent: backup alarm failed" (diagnostic code 1104) error code was confirmed in the event log. The se reported that the central processing unit (cpu) board was replaced.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and determined the issue was due to a failure related to the central processing unit (cpu); however, the repair for this device has not been completed, as the customer has not yet approved the repair of the device. The part recommended for replacement aligns with the recommended repair of the reported malfunction per the service manual. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no new details have been provided.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "backup alarm failed" error code. The device was in clinical use when the issue occurred. The patient was moved to a different v60 ventilator. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected part was returned to philips for evaluation. The technician documented the following conclusion/root cause, testing of this central processing unit (cpu) with the accusation of a secondary alarm failure / error code (e/c) 1104 has been analyzed. The results of the testing of this cpu has resulted in a no problem found.